Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was explanted in a secondary procedure due to patient experiencing symptoms of blurriness, difficulty in reading, and smeared vision. No additional information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.